Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received a minimum fill message when a cartridge was loaded with 300 units of insulin. The customer reloaded the same cartridge resolving the issue and received an accurate fill estimate. Additionally, it was reported the customer received an inaccurate fill estimate after loading a cartridge. The cartridge was reloaded and the customer received an accurate fill estimate. The customer's blood glucose level was over 250mg/dl.